Manufacturer narrative:
The surgeon stated that the infection was likely not related to the mako product. An internal eval of the issue is ongoing.

Event description:
The surgeon had performed a makoplasty partial knee arthroplasty procedure on (B)(6) 2012. The pt presented with a post-operative infection, and the surgeon performed an incision and drainage (I&d) procedure and a swap of the onlay insert component.